Manufacturer narrative:
Service evaluation pending.

Event description:
The customer reported that the ventilator would not operate on ac power. The customer reported the device was in use and there was no patient harm. Evaluation and service is pending.